Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an error 4 message. Per the onetouch verio iq user guide this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject product(s) for evaluation.

Manufacturer narrative:
(B)(4): pa recharged the meter's battery to full stage. The primary complaint was not confirmed. The meter functioned properly with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.